Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver external battery s/n 40751 was serviced and passed all functional testing prior to being released to finished goods. Battery data file review found no failures. Visual inspection of external components found no abnormalities. Battery passed all functional testing for acceptance at incoming inspection. Additional testing included operational testing within an known functional c2 driver. Battery was recognized and indicated it was charging. After charging to 100%, battery was allowed to discharge freely without the ac power connected to the driver. The driver operated regularly for 25 minutes without issue. Battery was able to charge/discharge normally without issue. Complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; root cause of the reported "external battery error" message was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. External battery was replaced in patient's driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver was plugged in running on wall power, and then alarmed "external battery error." The customer changed the battery and there were no further alarms.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver was plugged in running on wall power, and then alarmed ¿external battery error.¿ the customer changed the battery and there were no further alarms.

Manufacturer narrative:
The companion 2 driver external battery will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.